Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed high pacing impedance. Further interrogation revealed loss of capture and loss of sensing. The lead was capped and replaced on (B)(6) 2022. The patient had no adverse consequences.